Manufacturer narrative:
(B)(4). The customer reported to physio that use third party brand batteries. Physio recommended to replace the battery since the battery being used was a third party brand battery. Physio has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer resolved the reported issue. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the service indicator is present in the readiness display and their device will not power on. There was no patient use associated with the reported issue.